Event description:
It was reported via repair work order that the jack was drifting due to misaligned release linkages. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.